Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and it was determined that the device snapped (broke in two pieces at the t junction). Therefore, the reported condition was confirmed. An assessment was performed on the cup-adapter t-handle and found that it was broken (in two pieces) at the t handle. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for, or it was dropped. The assignable root cause was determined to be traced to user (improper handling), which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during a total direct anterior hip replacement surgical procedure, it was discovered that the pinnacle shell/liner impactor device snapped. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.